Event description:
It was reported that an alert triggered for the right ventricular (rv) lead due to high pacing impedances. It was noted that an alert for high pacing impedances had also triggered back in 2021 and the upper alert threshold was increased at that time. Additionally, the clinician suspected there was t-wave oversensing (twos) on the rv lead and consulted the company¿s technical services. Information received on the remote transmission was reviewed by qualified personnel. It was determined that there was no t-wave oversensing (twos) on the rv lead. But it was noted that the pacing impedance has been elevated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvmb2d1 ICD implant date: (B)(6) 2018.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.